Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as painful under the back te pads. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed a fluocinonide cream for the blister. Follow up indicated that the blister improved.